Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the 5ml tubes would only filled to 4ml."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation related to this complaint. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing for each lot and no issues were observed relating to 'underfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0072146. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-03-12. Medical device lot #: 0275817. Medical device expiration date: 2022-03-31. Device manufacture date: 2020-10-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the 5ml tubes would only filled to 4ml."